Manufacturer narrative:
H6: the reporter provided ventec with a photograph of the patient circuit for analysis. Ventec reviewed the photograph and confirmed that the patient circuit had become disconnected at its respiratory fitting joint. However, this is part of the new patient circuit design and allows the user, caregiver or medical personnel to disconnect and reconnect the joint as needed. The customer was unaware that as part of the new patient circuit design, that they were able to reconnect the joint if it disconnected during use. The ventec sales team has since reeducated the facility about this new design feature. In addition, the instructions for use (IFU) card that is included with the patient circuit advises that the joint can be disconnected and reconnected. The patient circuit was not returned to ventec for evaluation. The investigation determined that there was no malfunction of the patient circuit. Not returned to manufacturer.

Event description:
It was reported to ventec that a the patient circuit (adult, passive, with o2) separated at a joint during patient use. The reporter advised that the issue occurred during routine care for the patient. Medical personnel were in the process of changing out the patient's hme when they observed that the respiratory fitting joint had disconnect and the device began to alarm. There was patient involvement associated with the reported event. The reporter advised that there was no harm to the patient as a result of the reported issue. Additionally, the initial reporter did not provide the vocsn serial number, or the lot code of the patient circuit used during the event. As a result, section d4 (serial number, lot codes and UDI number) are "unknown", and section h4 (device manufacturing date) shall be left blank. Section d4 model number and catalog number reflects the information known about the patient circuit. (Section a4, weight, is actually 122.2 pounds, however, the electronic submission form would not allow for decimals to be submitted).